Event description:
The reporter contacted animas on (B)(6) 2012, stating that the up arrow keypad button was unresponsive. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. During testing the up arrow, down arrow, and contrast keypad buttons were found to be intermittently unresponsive and required multiple presses with increasing force to elicit a response. The ok keypad button was responsive to user input. During investigation, evidence of contamination was found under all key contacts.